Event description:
The customer reported that the vitals at the central nurse's station (cns) were displaying properly, however, the cns would randomly "drop-out" the gz telemetry transmitters on its own while monitoring them. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the vitals at the central nurse's station (cns) were displaying properly, however, the cns would randomly "drop-out" the gz telemetry transmitters on its own while monitoring them. The customer readmitted the patients and all vitals came back up. No patient harm was reported. Log files were received and sent to nihon kohden corporate (nkc) for investigation. Service requested / performed: troubleshooting. Investigation summary: the customer indicated that the gz transmitters were discharging themselves from the cns. During log analysis, it was identified that there were more commands of discharge from the gz devices than there were from the cns. This suggests that the discharge function was being manually performed on the gz. The discharge function may have been pressed unintentionally or accidentally if the screen of the gz was not locked during patient use. Nkc recommended the use of the lock screen function, available on the gz transmitter, to prevent erroneous operation from unintentional clicks/touches on the gz during patient use. Nkc also indicated that the issue may also occur if the gzs are being discharged through the hl7 interface and recommends checking the communication of the device with hl7. Improvements were made on the lock screen functionality of the gz device to have it launch on a locked screen.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) vitals were displaying properly, but it would randomly drop-out on its own while monitoring gz tele devices. No patient harm reported. The customer readmitted the patients and all the vitals came back. Log files were received and were sent to nihon kohden corporate for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: suspect medical device: the following devices were being used in conjunction with the cns. Gz transmitters: no serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) vitals were displaying properly, but it would randomly drop-out on its own while monitoring gz tele devices. No patient harm reported.